Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg had flipped on the pocket. The patient underwent a revision procedure wherein the ipg was relocated.